Manufacturer narrative:
(B)(4). A field service representative (fsr) was dispatched to the account and noticed that there was no bubble mix. The fsr found a bad sample syringe and flow panel tubings/fittings; all were replaced by the fsr. The fsr proceeded to run replicates and quality controls, which passed. The fsr verified proper instrument operation, no further investigation was required. The cell-dyn 1800 system operator's manual was reviewed and was found to adequately address the issue. The preventive maintenance schedule states that replacement of the sample syringe is an as-required procedure. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Event description:
Discrepant cbc results were generated by the celldyn 1800 analyzer. The initial results generated were: wbc = 5,200/ul, rbc = 4.34x10e6/ul, hgb = 11.9 g/dl, hct = 41.1%, platelet = 216,000/ul. The sample was repeated 2 times with the following results: wbc = 2,900/ul and 4,000/ul, rbc = 2.65x10e6/ul and 3.45x10e6/ul, hgb = 7.0 g/dl and 9.3 g/dl, hct = 24.9% and 32.4%, platelet = 121,000/ul and 159,000/ul. The results were not reported and there was no impact to patient management reported.